Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the pump¿s black box data showed that the pump was set to the default time and date. The black box data showed multiple reboots and 054 call service alarms. During a visual inspection of the pump, evidence of moisture contamination was found on the underside of the returned battery cap. The pump failed a leak test, revealing a battery compartment crack. The battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.